Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room, backup vvi issue was observed on the device. Programming change was made successfully. The patient¿s condition was stable.